Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient was told at the time of implant to run their implantable neurostimulator (ins) almost down before charging. No patient symptoms were reported and there were no further complications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The consumer reported that the patient was charging too often. The consumer reported that the patient charge time used to be 2-2.5 hours and now it was more like 3 hours. The consumer then reported that it had always taken 2-3 hours. The consumer reported wondering what was normal. The consumer reported that someone told them they have to let it run down before they could charge. The consumer reported that they would charge more frequently for shorter times and if they felt like there were any more charging concerns they would discuss with the healthcare provider. No further complications anticipated.